Manufacturer narrative:
Hospital did not save the affected device so device evaluation could not be conducted. Hospital also did not provide a photo of the affected device. A review of the device history records (DHR) for the affected device not possible because the actual lot number of the device is not known; however hollister conducted a DHR review on the lot number in current hospital inventory and it was found to be complete and accurate. Unused sample from the hospital's current inventory was returned to hollister for evaluation. Testing of the returned sample was conducted and it met specifications. Hollister anchorfast educational material for inservicing and training provided to account. Since hollister did not receive the affected device, we are unable to determine the root cause of this reported event.

Event description:
It was reported that while depressing the tabs on the anchorfast endotracheal tube fastener to shuttle the clamp from one side of the track to the other the shuttle clamp slid off the end of the track, breaking the small tab along the way and the patient extubated. We believe that the reported extubation would constitute a serious injury under the MDR regulations, which would require intervention. It was also reported that this was a covid patient in a prone position. In addition, it was reported that they were changing the position of the patient to perform reintubation. It was further reported that subsequently, the patient went into cardiac arrest and died. We have been informed that the hospital leadership team reviewed this case and determined that they could not conclude that the device's reported malfunction caused or contributed to the patient's death.

Manufacturer narrative:
Hospital did not save the affected device so device evaluation could not be conducted. Hospital also did not provide a photo of the affected device. A review of the device history records (DHR) for the affected device not possible because the actual lot number of the device is not known; however hollister conducted a DHR review on the lot number in current hospital inventory and it was found to be complete and accurate. Unused sample from the hospital's current inventory was returned to hollister for evaluation. Testing of the returned sample was conducted and it met specifications. Hollister anchorfast educational material for inservicing and training provided to account. Since hollister did not receive the affected device, we are unable to determine the root cause of this reported event.

Event description:
It was reported that while depressing the tabs on the anchorfast endotracheal tube fastener to shuttle the clamp from one side of the track to the other the shuttle clamp slid off the end of the track, breaking the small tab along the way and the patient extubated. We believe that the reported extubation would constitute a serious injury under the MDR regulations, which would require intervention. It was also reported that this was a covid patient in a prone position. In addition, it was reported that they were changing the position of the patient to perform reintubation. It was further reported that subsequently, the patient went into cardiac arrest and died. We have been informed that the hospital leadership team reviewed this case and determined that they could not conclude that the device's reported malfunction caused or contributed to the patient's death.